Event description:
It was reported that hours after a primary laparoscopic gastric bypass procedure (omega loop linear technique), the surgeon had to perform a re-laparoscopy to stop bleeding from staple lines. All relevant staple lines were checked and over sewn for hemostasis. The condition of the patient immediately after surgery was stable. No products to return since hemostasis was okay after primary surgery; they were discarded. No more information.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.